Manufacturer narrative:
(B)(4). The cause of the check lines and bags alarm was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the home choice during use. The home patient (hp) stated the supply bag was leaking. The technical service representative (tsr) helped the hp end therapy. The tsr advised the hp to contact the nurse regarding being connected and the bag leaking. There was no patient injury or medical intervention indicated at the time of the initial report.